Manufacturer narrative:
(B)(4). Concomitant medical products: taperloc por lat fmrl 15x150 cat: (B)(4), lot: 344220; m2a-magnum 42-50mm tpr insert-6 cat: (B)(4), lot: 799920; m2a-magnum mod hd sz 50mm cat: (B)(4), lot: 221010. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03871, 0001825034-2016-01273. Reported event was confirmed through receipt of operative notes and medical records. Review of the revision op notes reveal patient underwent a left hip revision procedure approximately eight (8) years post implantation on (B)(6) 2014. Operative findings show upon opening the hip surgeon noted a copious amount of a brownish colored synovial fluid. Surgeon also noted a brownish rind around the inner wall of the acetabulum and inferiorly there was probably about 0.5 cm of osteolysis. However acetabulum cup and femoral stem was noted to be well fixed and are retained in patient only head and taper adapter were removed and replaced. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision surgery due to pain, metallosis, synovitis, and osteolysis. The femoral and acetabular components were stable, however, the surgeon felt that the head needed to be revised due to 30-35% of the of the metal acetabular component being exposed to secondary osteolysis.